Manufacturer narrative:
The implant was evaluated and found to be cleam and to meet specifications. Nothing unusual was noted in the medical history. Co's conclusion remains the same: the implant is not believed to be the cause of failure.

Event description:
Implant placed 03/02/1998, removed 05/11/1998 from site # 14. One person affected.